Manufacturer narrative:
Patient ID/initials and weight are unknown device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a transforaminal lumbar interbody fusion (tlif) and lumbar transpedicular fixation on (B)(6) 2018, a screwdriver shaft for locking cap for universal reduction screw broke while of placing the second closing cap. Another screwdriver was available to complete the procedure. The procedure was successfully completed. There were no surgical delay and patient consequence reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction on date from follow-up two (2) product investigation, the date should be 10/8/2018. Device was used for treatment, not diagnosis.

Manufacturer narrative:
It was reported that on an unknown date, during a transforaminal lumbar interbody fusion (tlif) and lumbar transpedicular fixation. The screwdriver shaft for locking cap for universal reduction screw at the time of placing the second closing cap, the screwdriver piece was broken. There was another screwdriver available to complete the surgery successfully. There were no surgical delay and patient consequence reported. The screwdriver shaft for locking cap for universal reduction screw (part# 03.636.003) is a reusable instrument in the universal reduction screw (urs) system used to tighten locking caps. Customer quality investigation: investigation flow: broken. Visual inspection of the returned screwdriver shaft performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. A portion of the tip region covering two screw holding tabs was broken with a cracked fracture pattern. Few broken fragments at the broken site were not returned. Furthermore, a small metal connecting piece was returned separately with the broken device. No new issues were identified. The device history record shows this lot of 84 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Following relevant drawings of the returned instrument was reviewed and no design issues were identified. Locking cap driver assembly shaft component design. The outside diameter of the returned shaft at location of breakage measured within specification of shaft component design drawing. The material properties certification from the DHR was not available because only the top level of the device history record was available for review as sub-components were not lot tracked. However, the design drawing specified the shaft to be machined from stainless steel) and heat treated. Also, further material analysis was not performed during this investigation because there is no indication that material properties contributed to the returned 6-year-old screwdriver shaft breaking. A definitive root cause for the returned 6-year-old screwdriver shaft could not be determined based on the provided information. The most likely cause is application of unintended excessive force with misalignment during locking cap insertion or removal. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.636.003. Lot: 7763735. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2012. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Device history review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.